Event description:
It was reported that the product was applied to a laceration on the upper lip over sutures. The patient had a fever of 103 within 24 hours. Product code and lot unknown. The doctor states the patient developed a febrile reaction. The patient was seen by a pediatrician and no focus point of infection was found. The patient was placed on amoxicillin as empiric therapy. The laceration was not considered as dirty. The wound is healing nicely. Current condition of the patient is unknown.